Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on the available information, no patient harm occurred. Follow up has been requested, but no additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 31, 2015, (B)(4). Two cases associated with this complaint. A separate FDA form 3500a has been completed for the known amount and the known patient associated with this complaint.

Event description:
It was reported that the aquacel foam "comes off a different way and faster", in less than two (2) days. At follow-up the statement was clarified to mean "the dressing rolls up and does not stick." This case was generated for the reporting of the unknown amount of dressings, unknown number of patients and unknown lot numbers involved.